Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and opening on valve. Leak test and microscopic analysis was performed which identified: striated opening on anterior, puncture opening on anterior and crack opening on valve. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A cracked valve seat diaphragm valve. Puncture opening assessed as surgical damage like.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.